Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was in the 300's mg/dl. It was confirmed that the customer had manual injections available.

Manufacturer narrative:
On (B)(6) 2015, it was noted that the customer's blood glucose level has decreased since (B)(6)2015. An additional lot number was reported (lot # m013601). The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.